Manufacturer narrative:
The visual inspection of the returned device revealed the extrusion was split, and the notch of the cutting wire was pulled free from the extrusion. Neither the cutting wire nor extrusion showed signs of burning or overheating. The extrusion appeared to have been split by the cutting wire while attempting to bow the device allowing the notch to come free of the extrusion. See figure 1-2. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; two additional complaints have been recorded for the pertinent lot. One complaint was reported for the same failure mode and one for poor orientation. The july 2007 15-month stonetome- sphincterotomes product family trending report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted. A corrective action was initiated to address this trend.

Event description:
On july 30, 2007, it was reported to boston scientific corporation that a stonetome sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (pt age, gender, and weight unk). According to the complainant, the "cutting wire broke" during the procedure. It was reported that the physician removed the sphincterotome device and successfully completed the procedure with a second stonetome sphincterotome device. No pt complications were reported as a result of this event.